Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the reported lot expired on 05/20/2023. Root cause: expired product used. Source: website form.

Event description:
Customer reporting a suspected false positive sars result when using an expired kit. No confirmation testing was performed the customer just feels they are negative.